Manufacturer narrative:
The reported event was confirmed. Based on the photo sample attached, there was a leak observed at the middle shaft of catheter. However, due to only photo sample provided for investigation, the exact cause on how and when problem occurred could not be determined. This complaint was confirmed with unknown cause. A potential root cause for this failure could be (example: user related/operator error/rough handling or expose to sharp object/mechanical force). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "a review of the device labelling is adequate to prevent the reported event. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The actual/suspected device was inspected.

Event description:
It was reported that the leak was found during inflation and a new foley catheter had been unpacked to use.